Manufacturer narrative:
The tech replaced the power control module to repair the bed.

Event description:
Info received indicates, there is fluid on the power control module causing the gci to malfunction.